Manufacturer narrative:
(B)(6).

Event description:
It was reported that in-stent restenosis occurred. A 5.0 mm x 100 mm, 80 cm ranger balloon was selected for a procedure to treat in-stent restenosis for two previously placed innova stents (sizes: 6x80x130 and 6x100x130). The lesion was reached with an ipsilateral approach. The lesion was soft hyperplasia. Both stents were occluded. No lesion tortuosity or calcification was noted. The lesion was 16cm long and 5mm wide. The physician recanalized the occlusion in the innova stents. The ranger was dilated 3 times; once for drug delivery and two other times to pre-dilate. The site of ranger inflation was straight in-stent. The pressure was at 10 atm for each inflation. When the physician attempted to deflate the ranger device, the balloon did not deflate. The physician had difficulty removing the ranger into the non-bsc sheath due to the condition of the balloon. Therefore the two devices were removed from the patient together. No stent damage occurred due to this issue. A second ranger was prepared, the physician decided not to use it due to the issue with the first ranger. The stent restenosis was resolved with the percutaneous transluminal angioplasty (pta). No physical issues were observed on any of the devices used for the procedure. After the procedure, embolic material was noted via ultrasound below the knee in the fibularis. The embolization, in the physician's opinion, is due to the issue pulling the ranger out. The patient will have an angiography performed on (B)(6) 2019. No interventions are planned prior to that date. At this time the embolization has not been treated/resolved. No other complications were reported.